Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument cable broken was confirmed. One grip close cable is broken at the distal idlers pulley. Idler pulley was found with slight damage on the edge. Evidence not conclusive but damage likely due to direct contact from another instrument. Cable segment sticks out at wrist. Other cables at wrist are not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci s myomectomy procedure, the surgical staff reported seeing a broken wire on the tenaculum forceps instrument. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.